Manufacturer narrative:
Retainer ring = black on may 08, 2021 the customer alleged pump under delivering, unexpected insulin flow blocked alarms, and was hospitalized for high bgs. Thus and carelink software was utilized and downloaded trace/history files properly. Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08680 inches. No unexpected insulin flow blocked/no delivery alarm during testing. No delivery alarms not noted in the pump history/trace files on the event date. Pump programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history noted. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics or motor assembly noted. The motor was tested outside of the device on the ngp stb3 and passed. The force sensor spec range is in specs range (25.4 mv). The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Pump received with pillowing keypad overlay. In summary, customer allegation for pump under delivering and giving insulin flow blocked alarms not confirmed during full functional testing. No delivery alarms not confirmed in the pump history/trace files on the event date. Unable to verify customer alleged for high bgs. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery analysis test. No unexpected insulin flow blocked/no delivery alarm during testing. Device programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history noted. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics or motor assembly noted. The motor was tested outside of the device on the a paradigm insulin pump stb3 and passed. The force sensor specific range is in specifications range (25.4 milivolts). The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. Device received with pillowing keypad overlay. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had no delivery alarm. Customer stated the insulin pump was not delivered the bolus due to this customer went to hospital. Customer stated blood glucose was more than 400 mg/dl. Auto test was passed. Self test was passed. Customer was not able to perform high pressure test and displacement test. The insulin pump will be returned for analysis.